Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In additional, water leakage due to cable flaw and video connector contact corrosion was found. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was air leakage from cable on the camera head. There was no patient involvement.

Event description:
It was reported that there was air leakage from cable on the camera head. There was no patient involvement.

Manufacturer narrative:
E1 address- 2-3-1 (B)(6). E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.